Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. X-ray imaging confirmed the rv lead had become dislodged. Revision was attempted, however, the helix of the rv lead was unable to retract, so the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.